Manufacturer narrative:
Batch review performed on 6 november 2020. Lot#: 1810833: 50 items manufactured, and released on 4-mar-2019; expiration date: 2024-02-20. No anomalies found related to the problem. To date, 7 items of the same lot have been already sold without any similar reported event. Additional items involved in the event: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot#: 1811832. Batch review performed on 6 november 2020. Lot#: 1811832: 311 items manufactured and released on 2-apr-2019; expiration date: 2024-03-16. No anomalies found related to the problem. To date, 303 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in after 9 months from the primary surgery reporting pain due a dislocation of the head from the liner. The surgeon revised the cup, head, and liner. The surgery was completed successfully.